Event description:
It was reported that the procedure was to treat the moderately calcified, non-tortuous, 80% stenosed right peroneal artery and moderately calcified, non-tortuous, 95% stenosed anterior tibial artery (at). A 5 fr non-abbott sheath was in use. A lesion in the peroneal has been successfully treated with the oad. The physician planned to treat the at, but the x-ray machine went down. The x-ray was rebooted. Angiographic images revealed the viperwire advance peripheral guide wire was bent in multiple places. It was unknown what led to the viperwire damage. The viperwire was so bent they could not get it back through the sheath to remove it. Another unspecified wire was used and withdrew the sheath and viperwire together but as it was coming out of the body the viperwire could not get through and got caught in the common femoral artery (cfa) arterial wall. The sheath was removed. A 5fr non-abbott dilator was used to remove the viperwire; the stiffness of the dilator helped straighten the kink to allow removal. A second viperwire was inserted to continue treatment, but the x-ray machine died again. The procedure was aborted due to the x-ray failing continuously. The patient was stable. It was unknown what led to the viperwire kink.

Manufacturer narrative:
A visual inspection, and dimensional analysis were performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported entrapment of device and device embedded in tissue or plaque could not be confirmed through analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported deformation due to compressive stress appears to be related to circumstances of the procedure. The guide wire was returned intact. There is a kink just proximal to the spring tip followed by a bent shape for approximately 20cm. There is also a kink 75.5cm from the proximal end. The cause of the damage is unknown. The relationship between the guide wire kinks and the reported entrapment of device and device embedded in tissue or plaque (if any) remains unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the moderately calcified, non-tortuous, 80% stenosed right peroneal artery and moderately calcified, non-tortuous, 95% stenosed anterior tibial artery (at). A 5 fr non-abbott sheath was in use. A lesion in the peroneal has been successfully treated with the oad. The physician planned to treat the at, but the x-ray machine went down. The x-ray was rebooted. Angiographic images revealed the viperwire advance peripheral guide wire was bent in multiple places. It was unknown what led to the viperwire damage. The viperwire was so bent they could not get it back through the sheath to remove it. Another unspecified wire was used and withdrew the sheath and viperwire together but as it was coming out of the body the viperwire could not get through and got caught in the common femoral artery (cfa) arterial wall. The sheath was removed. A 5fr non-abbott dilator was used to remove the viperwire; the stiffness of the dilator helped straighten the kink to allow removal. A second viperwire was inserted to continue treatment, but the x-ray machine died again. The procedure was aborted due to the x-ray failing continuously. The patient was stable. It was unknown what led to the viperwire kink.